Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/15/2024, it was reported by a sales representative via email that the tightrope suture from an ar-1288btbib-fc3 btb ib tightrope with flipcutter iii drill was knotted. The sutures that wrap around the number two section of the card were jumbled in a knot and it was not noticed until after the conversion was made for the tightrope. The knot in the suture prevented tensioning of the implant. Everything was cut out, and a second ar-1288btbib-fc3 btb ib tightrope with flipcutter iii drill kit was used to complete the case. This was discovered during an acl bone tendon bone reconstruction procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue with the assembly process; however, due to the device not being returned, we are unable to confirm the reported event.